Manufacturer narrative:
A patient contacted technical solutions to report that their pump was explanted. Additional communication with post market surveillance confirmed that the pump was explanted due to a continuous leak csf and subsequent severe headaches for the patient. No errors were noted on the pump at prior inquires. The pump was disposed of at the explant facility. Device was not returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the device was disposed of, a full investigation was not able to be performed on the device. During additional communication with post market surveillance, it was stated that it was unknown what had caused to csf leak alleged in this complaint. As this is the case, no definitive root cause was able to be determined for the alleged issue. (B)(4).

Event description:
A patient contacted technical solutions to report that their pump was explanted. Additional communication with post market surveillance confirmed that the pump was explanted due to a continuous leak csf and subsequent severe headaches for the patient. No errors were noted on the pump at prior inquires.